Event description:
Notification received for a custom acetabular reconstruction device on (B)(6) 2025 to replace a prior custom acetabular device that was implanted (B)(6) 2019. The surgeon requesting the new custom device reports that the existing custom device has failed. Report dated (B)(6) 2025 states "broken internal joint prosthesis, unspecified site, initial". Updated information received stated the custom acetabuler implant has failed with proximal and medical migration, from x-ray review.